Event description:
Analysis of the returned device found that the subject guidewire distal tip was broken/fractured during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During the visual inspection, the subject guidewire was seen to be fractured along the nitinol tubing with the platinum wire stretched. The core wire could not be seen. The distal tip was seen to be kinked. The functional inspection was unable to perform. The as reported codes 'guidewire friction' and 'guidewire distal tip stretched' were confirmed during analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that during the procedure, the subject guidewire encountered difficulty in super selection at the m1 segment and could not be advanced to the target location. The physician withdrew the subject guidewire and observed stretching at its tip. Subsequently, another guidewire of the same catalog was used, allowing successful super selection, and the procedure was completed successfully. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use (dfu), the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The patient's anatomy was severely tortuous. The subject guidewire was returned, and it was confirmed that the distal end of the subject guidewire had been severely kinked and stretched and the nitinol tubing was broken/fractured. It is probable that the tortuous nature of the patient's anatomy may have posed some challenged during the attempt to advance the subject guidewire to the lesion, subsequently causing the subject guidewire distal end to become damaged as seen in the analysis of the returned device. An assignable cause of procedural factors will be assigned to the reported defects 'guidewire friction', 'guidewire distal tip stretched' and to the as analyzed defects 'guidewire distal tip stretched', 'guidewire distal end/tip broken fractured during use' and 'guidewire distal tip kinked/bent', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the directions for use (dfu) but due to procedural and/or anatomical factors during use, the product performance was limited.